Event description:
It was reported that this right ventricular lead exhibited two episodes of impedances measurements out of range greater than 120 ohms during the in office device check. Additional test done and the shock impedance value was 50 ohms, within normal range. The device remains in service. No adverse patient effects were reported.